Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. Analysis of the device memory also indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implant date: (B)(6)2024 ; 6935m lead implant date: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 days post implant the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). It was found that wavelet had stopped matching for the svt (supra ventricular tachycardia) and was then detected it as vf (ventricular fibrillation) and delivered a shock. It was noted that the patient suffers from atrial arrhythmias. Additionally, it was noted that the trending suggested a decreasing p-wave amplitude for the right atrial (ra) lead. Reprogramming of the vf zone was done for the ICD. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.